Manufacturer narrative:
Evaluation summary: one forcetriad was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The customer reported that the device had an intermittent functional failure, wherein the auto-bipolar did not turn off after opening the ¿tweezers¿. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an intermittent functional failure, wherein the autobipolar did not turn off after opening the tweezers. No patient injury.